Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had a communication issue between the insulin pump and the minmed mobile application. No harm requiring medical intervention was reported. The customer declined/was unable to troubleshoot at the time of the call. The issue was unresolved. The product was not returned for analysis.